Event description:
Customer reported the insulin pump alarmed during manual prime. Customer's blood glucose was 270 mg/dl. Customer states she woke up with 400 mg/dl blood glucose. Customer reported she might have dropped the device a couple of days prior to calling. The drive support cap appears to be normal and she doesn't recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to perform basic occlusion test, occlusion, prime and excessive no delivery test due to loose drive support disk. Insulin pump was unable to verify prime alarm due to cracked end cap. Insulin pump received missing end cap sticker, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.